Event description:
It was reported that a biliary stent detached from the catheter during retraction and remained just distal to the introducer sheath near the access site. Reportedly, the device was advanced through a 6f sheath in an ipsilateral approach to a lesion in the common iliac artery. The lesion could not be crossed and the entire stent system was removed. Pta was performed within the lesion. The pta balloon dilatation catheter was removed and the biliary stent system was re-advanced; however, again, the lesion could not be crossed. During withdrawal of the system, the stent detached from the catheter, remaining in the vessel just outside the sheath. A cut down was performed at the sfa and the stent was successfully removed. Add'l treatment of the lesion was not performed.

Manufacturer narrative:
The lot number for the device has been provided. The device history records were reviewed with special attention to the raw materials, the subassemblies, the mfg process and the qc testing. This lot met all release criteria. There is nothing seen in the DHR to indicate that there was a mfg related cause for this event. The sample has been returned for eval. The investigation is currently underway.